Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the insulation on the jaw wire was damaged. The rest of the device ( including the jaws) did not show any defects. The reported condition was confirmed. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be an user error. The instructions for use(IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the nurse wiped the jaws, they found that the jaw coating peeled off but nothing fell into patient's cavity. There was no patient injury.

Manufacturer narrative:
Additional information: (expiration date, lot#), evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. It could not be determined whether the product in the picture met specification. The picture showed did not clearly identify the defect issue. The reported condition could not be confirmed. The investigation found that the device was not returned and so, the device could not be tested. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the nurse wiped the jaws, they found that the jaw coating peeled off and was detached from the device but nothing fell into patient's cavity. There was no patient injury.